Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing on the returned minicap. The returned minicap was leak tested with an in-lab minicap transfer set and there were no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the minicap and the transfer set leaked. This was found during product testing. The minicap was re-tested with a new transfer set with no issue noted. There was no patient involvement. No additional information is available.